Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd nexiva sp with maxzero leaked at the septum. The following information was provided by the initial reporter: leaking blood out of the back of the IV hub customer response on jan 20, 2025 could you please provide a further description of the issue? Blood was leaking from area circled in picture. When was this defect observed? During or before use? Yes, see picture. What was the impact to the patient? IV had to be removed and new IV placed. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. N/a can you please provide an exact date of event in format dd-mm-yyyy? 04-01-2025.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed, and the cause appeared to be manufacturing related. Two photographs were provided for investigation. One photo showed an 18ga nexiva IV catheter with evidence of use. What appeared to be blood was leaking from between the septum and the catheter adapter, which was consistent with septum and canister damage due to misalignment. A trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. The manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.